Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient with an implantable infusion pump with baclofen loiresal, concentration of 2000 mcg/ml and dose of 470 mcg/day. It was reported that patient went to surgery today, (B)(6) for elective itb replacement with hcp. Upon opening up the pocket, hcp found fluid/pus and odor from the area. Hcp assessed as an infection and patient's catheter and pump were explanted. No symptoms were previously reported no troubleshooting were performed, factors contributed to the event are unknown. Issue was resolved at time of report. Patient status at the time of the event is alive no injury.